Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 426 mg/dl, 185 mg/dl and 424 mg/dl. The customer stated that reservoir had air bubbles and was not whether the air bubbles were successfully removed. The self test and displacement test was pass. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus and air bubbles anomaly noted. (B)(4).